Event description:
The reporter stated that they received a recall letter from walmart regarding the true metrix blood glucose meter kit. No device malfunction, patient injury, adverse event, or medical intervention was reported. No further information is available at this time.